Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient have any permanent damage? R: no. Did the patient have to be hospitalized or had been hospitalized for a long time because of a j & j product problem? R: no. Did the patient need to be re-operated to avoid or correct any damage? R: no. Did the patient have any serious damage? R: no. Was the surgery time prolonged due to the reported problem? R: yes. Sent the sales rep a new question about how long the surgical time prolonged for. Sales rep informed the surgery was prolonged for about 15-20 minutes due to the complaint reported.

Event description:
It was reported that during a laparoscopic colectomy procedure, a new device was removed from sterile pack & first blue reload removed from sterile pack. Blue reload inserted into open jaws of the device. Jaws closed and device inserted through trocar into abdomen. Jaws opened & positioned onto tissue. Jaws closed & device fired. Device removed from abdomen. Cartridge removed from open jaws. Anvil washed in saline. Second new blue reload inserted into open jaws of device. Jaws closed & device inserted into abdomen. Jaws opened & positioned onto tissue. Jaws closed & device fired. Device removed from abdomen & cartridge removed from open jaws. Anvil washed in saline. Third blue reload inserted into jaws of the device. Jaws closed & device inserted into abdomen. At this point the jaws of the device failed to open in order to position onto tissue. Competitive stapler and reload used to complete resection.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57m2n. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45w cartridge loaded in the device. The reload was received fully loaded and with no apparent damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.